Event description:
It was reported that during a thoracotomy procedure, the device was fired on lung tissue, reported malformed staples midway through the staple line. This was the first firing. Case completed with another reload and fired next to the 1st staple line. No pt consequence.